Event description:
It was reported that post implant measurements revealed high impedance, high capture threshold and low sensing. One week later, the physician repositioned the lead. All measurements were good post repositioning. The patient condition was good after the event.